Manufacturer narrative:
Film evaluation summary; the reported inability to deploy the limb could not be determined from the limited films provided. CT¿s prior to implant were not provided, and films post-implant were not returned and a comprehensive assessment of the stent graft in-vivo configuration could not be performed. In addition, the limb which was attempted to be implanted was not observed in the returned films, and the location (side/position) of the limb was not reported. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 45mm abdominal aortic aneurysm. It was reported that during the index procedure the stent graft could not be deployed once in the target position and so was removed. It was replaced with another limb to complete the procedure. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was confirmed that the kink to the graft cover noted during analysis occurred prior to the reported deployment difficulties and there was no resistance encountered advancing the device to the target location analysis summary: the device returned with the external slider and back end wheel in the home position. A kink was observed on the device 8.8cm from the graft cover tip. The graft had been pushed forward onto the taper tip creating a gap of 9mm between the graft distal end and the stent stop. The distal end of the graft was deformed. The edge of the suprarenal¿s were exposed. The external slider was rotated, and the graft moved distally with the graft cover therefore the graft could not be deployed. Snacking was observed to the graft cover as it was retracted. The reported deployment difficulties were confirmed through analysis. If information is provided in the future, a supplemental report will be issued.